Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the up arrow button was not working properly and that the numbers kept ramping. The customer's blood glucose was 11.3 mmol/l. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture on keypad traces. No unresponsive buttons noted and all of the buttons functioned properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner and scratched reservoir tube window.